Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The ins was at end of service (eos) when received for analysis. The battery had recovered to 2.95 volts after the eos bit was set which turned off the output and removed the drain on the ins due to the high settings. After resetting the eos bit in order to test output, the ins passed functional testing. A longevity estimate was performed and indicated 0.13 months to elective replacement indicator (eri) and 3.13 months to eos based on the parameters shown on a printout dated (B)(4) 2014. According to the trace report taken from the ins, the battery reached eri in 1.2 months and eos in 1.6 months. The ins reached a normal eri/eos condition based on the high settings that were being used.

Event description:
It was reported the implantable neurostimulator (ins) reached end of service (eos) one and a half months after implant. The patient had one program and two subcutaneous leads in their back. Impedances were measured to be ¿good.¿ the ins was programmed to 0+, 1-, 2+, 3-, 4-, 5+, 6-, 7+ at 7.7v, 450 us, and 60 hz. The ins was going to be replaced and the patient status at the time of this report was alive with no injury. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced. Following the replacement the patient was doing well and receiving effective therapy.